Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that an occlusion alarm occurred when priming on solis. The event occurred before patient use during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
D4/h4: correction h6: one extension set was received for evaluation in used condition. As received, no damage or anomalies were observed. Functional testing was performed and an occlusion was observed at the incoming tube/filter junction. Upon further inspection, errant solvent was observed at on the inner diameter of the tube. The complaint of occlusion alarm can be confirmed due to the occlusion presence. The probable cause of the occlusion is due to errant solvent application during assembly in tijuana. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.